Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient faced bent cannula and pump issues due to which her blood glucose level increased. She had a bolus but was unable to lower it for hours and was not eating due to which she had to go to the emergency room. She changed the set, used new insulin and ran some tests in the hospital. When the patient was admitted to the hospital, her blood glucose level was 313 mg/dl and she was treated with insulin drip in the hospital. The site location was patient's abdomen and the infusion set had been in use for less than 24 hours. The patient stated that her blood glucose level had gone higher to 583 mg/dl later when she was connected back to the pump while in the hospital. Patient's current blood glucose level was 170 mg/dl. Since two days before this report, the patient had been in the hospital and was still there at the time of this report. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Event description:
On 13-nov-2019: follow up information was submitted because result of complaint investigation of the returned used device (1 set, 1 cannula) showed that the soft cannula was kinked (at the tip, both samples). Based on the result: method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in the united states. The patient faced bent cannula and pump issues due to which her blood glucose level increased. She had a bolus but was unable to lower it for hours and was not eating due to which she had to go to the emergency room on (B)(6) 2018 at 07:00 pm. She changed the set, used new insulin and ran some tests in the hospital. On the same day, in the midnight, the patient was admitted in the intensive care unit, her blood glucose level was 313 mg/dl and she was treated with insulin drip in the hospital. The site location was patient's abdomen and the infusion set had been in use for less than 24 hours. The patient stated that her blood glucose level had gone higher to 583 mg/dl later when she was connected back to the pump while in the hospital. Patient's current blood glucose level was 170 mg/dl. The patient was still in the hospital at the time of this report (19-oct-2018). Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.